Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the patient experiencing oozing from the staple line, 2/3 of the way from the gastric pylorus, which could potentially be related to a product problem. The oozing came from a vessel that was incorporated in the staple line. If additional information is received, a follow-up MDR will be submitted. Corrected information can be found the following fields: b1 and annex a. B1 updated to " adverse event and product problem" from " adverse event" annex a updated to include a050501 - failure to fire.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was initially reported by the intuitive surgical, inc. (Isi) clinical sales representative (csr) that after a da vinci-assisted sleeve gastrectomy procedure, the patient experienced abdominal pain. The patient's hemoglobin dropped from 13g to 9g to 8g. A scan was done, and the patient was found to have minor internal bleeding. A second procedure was not required, and the patient was currently stable. Isi followed up with the csr who obtained the following information from the surgeon and first assist: after stapling of the stomach, during the division of the stomach, mild bleeding was seen at the staple line about 2/3 of the way of the gastric sleeve. The surgeon used a 3rd party laparoscopic clip applier and applied a clip to stop the bleeding. On the 2nd post-operative day (pod), the patient`s hemoglobin dropped from 13g (pre-operative) to 8-9g. A scan of the abdomen showed a hematoma measuring 6 x 8cm adjacent to the gastric sleeve. The bleeding was deemed mild, and the patient was observed in the ward. The patient remained stable and was discharged well. Isi followed up with the robotics coordinator who was present during the procedure and obtained the following information: there were no issues seen during the stapling of the stomach. The surgeon used seamguard as a buttress material during stapling. There were no errors seen and no clamping/compression /unclamping/tissue push issues. At the end of the procedure, some oozing was seen from the staple line. The surgeon used an endoscope to look at the inside of the staple line and there were no issues seen. The surgeon clipped the tissue using a 3rd party "liga clip applier to stop the bleed. The robotics coordinator was unsure if there was a hole in the staple line. The reloads were not checked to determine if there were undeployed pushers or retained staples. On post-operative day 2, the patient's hemoglobin dropped from 13g pre-operatively to 8-9 g. A CT abdomen done showed a 6 x 8 cm area of bleeding. The area was deemed too small for intervention. There was no blood transfusion administered. The patient was monitored in the ward and was stable and discharged home well. He is unsure if the patient's hospitalization was prolonged due to the incident. The reloads have been discarded. There are no recordings of video/images for the procedure. Isi followed up with the first assist and obtained the following additional information: there were no clamping/compression/unclamping/error messages seen during the stapler firing. The reloads did not have any undeployed staples/pushers. At the end of the procedure, the surgeon did a leak test and a esophagus gastro duodenoscopy (egd) check which was normal. There was some mild oozing seen from the staple line, 2/3 of the way from the gastric pylorus. The oozing came from a vessel that was incorporated in the staple line. The first assist is not sure what the name of this vessel was, but she said that it was one a small branch of a gastric vessel feeding the stomach. She is not sure which stapler fire was involved in this bleed but says that it was a green reload. The surgeon used a 3rd party clip applier and placed two clips to stop the bleeding. The patient was observed in the ward and on the 1st pod, the hemoglobin of the patient dropped to 9.5 g (from 13.5g preoperatively). There was no abdominal pain, no fever, no clinical instability. The following day, another blood test was done, and the hemoglobin dropped to 8g. A CT of the abdomen showed a patch of hematoma 6x 8 cm along the greater curvature. The patient was observed in the ward and was stable. No blood transfusion was given to the patient. The patient was discharged the next day, but hospitalization was prolonged by about 12 hours due to the bleeding incident.

Manufacturer narrative:
Isi has not received the sureform 60 stapler instrument and the reload involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the sureform 60 stapler is returned (post failure analysis evaluation) or if additional information is received. The reloads have been discarded by the site. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: logs show that pn 480460-09, lot l92210322-0122 fired 5 reloads (4 green followed by 1 blue). All firings were completed per the logs. The second firing had ~3 or 4 pauses for compression, and the others had no pauses. There were no incomplete clamps by this instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following: during a da vinci-assisted surgical procedure, mild bleeding was seen from the staple line intra-operatively due to a blood vessel being incorporated in the staple line. There is no allegation that a malfunction of an isi system, instrument, or accessory occurred. The first assist confirmed that there was no hole in the staple line or undeployed pushers/staples in the reload. The bleeding was resolved using a third-party clip applier and clips. Postoperatively, the patient was found to have bleeding and a CT of the abdomen showed a hematoma at the staple line. The bleed was observed in the ward and resolved by itself. The patient's hospitalization was prolonged by about 12 hours due to the postoperative bleeding.